Event description:
Attempting to start the patient's IV, IV was successfully started but when attempting to retract the needle to spring jammed and did not retract the needle or allow the needle to be removed from the IV catheter. While attempting to get the needle to retract the IV catheter was pulled out of the vein causing the patient to need another IV attempt.